Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during drain four of five of peritoneal dialysis therapy on the homechoice. The patient was not connected at the time of the alarm. During troubleshooting, the caregiver reported that the patient had accidentally disconnected themselves by pulling on the patient line while asleep. The patient then reconnected to the setup without using aseptic technique. The technical service representative (tsr) assisted the caregiver in clearing the alarm and reviewed proper procedures with the caregiver. The tsr advised the caregiver to finish therapy with manual supplies or restart with new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly disconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.